Manufacturer narrative:
Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4), and the meter was qualified and released by the quality control department at that time. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause. The investigation results were sent to our importer.

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred around (B)(6) 2016 in the evening. (No exact date and time was given). End user called in stating that she was having accuracy issues with the prodigy meter but also mentioned that she had passed out in a (B)(6) facility. Patient took alprazolam and norco prior to seeking medical attention. Also the patient took a shot of insulin and did not consume any food before going to the grocery store. Several attempts made by prodigy to collect additional information regarding the event failed. The suspect device was not returned.